Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative that two rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There were no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected and pressure tested. Results: visual inspection of the complaint rt380 adult dual-heated evaqua2 breathing circuits revealed no damage to the returned breathing circuits or the drylines. The pressure test also revealed that the breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned devices. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that two rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There were no patient involvement.